Manufacturer narrative:
(B)(4). Evaluation of the returned device revealed the clip was not fired. The proximal end of the flex-guide was carved by the clip delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment; however, the thumb advancer was further advanced against resistance, resulting in further carving to the flex-guide and severely bent leaves of the garage tube. The returned condition indicated that the device was forcibly removed from the anatomy without utilizing the access ports and safety release. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the clip delivery tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the clip delivery tubeset to carve into the flex-guide. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted venous closure of the subclavian vein after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered and exchange sheath splitting could not be completed. The device was removed with counter-traction and an assertive pull. The operator inadvertently forgot to use the safety release and the access ports to unlock and retract the thumb advancer and clip delivery tubeset to aide in removal of the device as instructed in the instructions for use. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method - (incorrect device removal, subclavian use). The device is expected to be returned for evaluation. It has not yet been received.